Manufacturer narrative:
The device was received and the exposed portion of the soft cannula was not found to be bent, but it was found to be torn and fluid was not able to exit the distal tip of the cannula. It cannot be determined if damage to the cannula contributed to improper insertion as the timing and cause of the damage is unknown. No damages or defects were observed with the needle mechanism that would contribute to improper insertion. The cause of the event could not be determined.

Manufacturer narrative:
The product was not returned for evaluation. It was reported the cannula was not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Using the pod 5 / page 54. Warning:  check the infusion site after insertion to ensure that the cannula was properly inserted. You should check your blood glucose 1.5 to 2 hours after each pod change and check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Using the pod 5 / page 44. Warning:  because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the cannula did not properly insert and was bent. The patient's blood glucose (bg) rose to 16 mmol/l (288 mg/dl). In order to treat the high bg, the pod was changed. The pod was worn on the patient's arm for between 1 and 4 hours. The patient's bg history is as follows: (B)(6).